Event description:
On 01/09/1998 following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. The pt was returned to the floor; however, her pedal pulses in her procedure leg were later noted to be absent. The pt was taken to the operating room for groin exploration; thrombosis of the right common femoral artery (cfa) was identified. The puncture site was noted to be located at the superficial femoral artery, 4mm distal to the common femoral. The angio-seal device was removed and a thromboendarterectomy of the cfa was performed. On 01/16/1998 the pt was discharged home without further reported sequelae.